Manufacturer narrative:
Correction information: section h.6. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced poor performance, despite testing within normal limits. The recipient's device was explanted. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2026.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.